Event description:
The customer reported that the device shut down unexpectedly after being used for monitoring a pt. The users switched to a different defibrillator to monitor the pt and there was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.